Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b5 additional/corrected information: h6 (annex a, e, and f) summary of event: as reported, during a procedure involving a PICC line placement, a bentson straight fixed core wire guide "came apart". Per the reporter, the patient's anatomy was not difficult. Additional information was received 08feb2024. The wire was not altered prior to use. Access was obtained in the jugular vein, and resistance was not encountered during insertion. The anatomy was not stenosed, tortuous, calcified, or scarred. During removal of the wire, it became stuck and stretched; however, the wire did not separate. The wire was not manipulated or pulled backwards through any metal instrument. The procedure was completed successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. One used and eight unused/sealed devices were returned to cook for investigation. The used wire was unraveled, starting at 13.8-centimeters from the distal tip, and measuring approximately 62.5-centimeters in length. Several kinks were noted, running the full length of the wire. The eight unused devices were not damaged. A document-based investigation evaluation was performed. A review of the device history record found two relevant non-conformances on three devices from a sub-assembly lot; however, all affected product was scrapped. No non-conformances were noted on the final lot. A review of complaint history found one additional complaint on this lot number from the same customer, and reported at the same time, as the complaint device. The product IFU warns ¿this product is a delicate instrument. Avoid forceful angulation.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. Although two relevant non-conformances were noted on a sub-assembly lot, all non-conforming product was scrapped, there are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, and there is objective evidence that the DHR was fully executed. Therefore, it was concluded that there is no evidence that additional non-conforming product exists in house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure, without a design or manufacturing issue, contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 08feb2024. The wire was not altered prior to use. Access was obtained in the jugular vein, and resistance was not encountered during insertion. The anatomy was not stenosed, tortuous, calcified, or scarred. During removal of the wire, it became stuck and stretched; however, the wire did not separate. The wire was not manipulated or pulled backwards through any metal instrument. The procedure was completed successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3: occupation: (B)(6). G4: PMA/510(k) # - k171764. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a procedure involving a PICC line placement, a bentson straight fixed core wire guide "came apart". Per the reporter, the patient's anatomy was not difficult. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.